Manufacturer narrative:
The subject device was tested by a spacelabs' field service engineer at the customer's site. We were unable to reproduce the alleged failure. Due to insufficient information provided by the customer, we are unable to conclusively determine what the alarm settings were at the time of event. To assess the algorithm performance, the second lead is essential but this information is not available. We were not able to confirm the alarm failure or to identify a possible root cause for a missed alarm. The device did alarm before and after this incident. As a review of the available data identified a similar complaint for module 90496 reported from another site in 2007. Spacelabs is continuing to monitor the product for similar failures. The hospital is continuing to use the equipment to monitor patients. No one has been injured as a result of this alleged malfunction. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor failed to alarm visually and audibly for a run of vtac.